Event description:
It was reported that during a distal right coronary artery (rca) stenting procedure, a xience v (2.5 x 15 mm) stent delivery system would not cross the heavily stenosed and calcified mid rca. The xience v (2.5 x 15 mm) stent delivery system was removed and set aside. A xience v (2.5x12mm) stent was advanced, but also failed to cross the mid rca. Since nothing would cross the mid rca, it was decided to stent the mid rca; therefore, an unknown stent was implanted in the mid rca. The same xience v (2.5 x 12 mm) stent was then re-inserted, but it failed to cross the newly placed stent and dislodged in the vessel. Another xience v (3.0 x 18 mm) stent was used to crush the xience v (2.5 x 12 mm) against the vessel wall in the ostial rca and the procedure was completed successfully. There was no adverse patient sequela or a clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion and through stent struts. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. The IFU also states: although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. Based on the information reviewed, there is no indication of a product deficiency